Event description:
On 01/24/2007, nellcor received a report where it was claimed that the device developed a leak in the pilot balloon during patient use. The caller reported that replacement of the tube was required. This report is associated to the second occurrence on 2936999-2007-00040.